Event description:
It was reported that soon after implant, the patient developed a systemic infection. When the infection did not clear up with treatment, the system was explanted. It is not believed that the device was the cause of infection. The patient is doing well and will continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found.